Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (B)(6) was due to the monitor's electrode belt connector being broken free from the monitor enclosure, damaging sense wires within the receptacle. The root cause for the damaged wires was excessive force. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code 204 belt/monitor unusable.